Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17063135 is 07613203021012. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they noticed a pin hole in the tubing that leaked while infusing 1000ml of 0.9% ns to a patient with two consecutive tubing sets. There was no patient harm.